Manufacturer narrative:
Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Pump passed functional test including prime/delivery, displacement, rewind, basic occlusion and excessive no delivery alarm tests. All buttons function properly. However partially unlocked connector on lcd board was noted during visual inspection.

Event description:
Customer reported via phone call that buttons became unresponsive during bolus attempt. Customer went to the hospital due to high blood glucose of 376 mg/dl and not being able to use insulin pump due to keypad anomaly. Customer was advised that insulin pump would need to be replaced. Troubleshooting was not performed and nurse reported that the doctor on staff would be able to proceed from that point.